Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on-site to investigate the reported event. The fse was unable to replicate the reported issue. The fse reviewed the system logs and observed an error indicating master tool manipulator (mtm) drift was detected while the surgeon's head was in the viewer. The da vinci system was tested and verified as ready for use. No additional complaints had been created by the customer on this reported issue. Additional section a patient demographic information: body mass index (bmi): 37 kg/m2 with a height of 5 foot 7 inches.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, a clip applier instrument was moving in and out of the patient on its own without user command and collided with the patient's liver; the procedure was converted to laparoscopy. It was reported that when this event occurred, the surgeon was fully out of the surgeon console with both hands out of the master tool manipulators (mtms). The issue occurred while they were attempting a guided tool change (gtc), when the instrument carriage moved automatically without command, repeatedly entering and exiting the patient. It resisted attempts to retract. The customer removed the instrument manually, and the procedure was converted to traditional laparoscopic surgery without additional ports or larger incisions. The patient tolerated the conversion, but experienced increased bleeding due to additional tissue and blunt trauma, requiring the use of surgicel powder. The involved clip applier instrument made multiple contacts with the cystic duct and liver bed. It was reported that no patient injury occurred due to this event. The issue was intermittent, occurring only once before the procedure was converted. No photographic images or video recordings of the procedure were available for review.